Manufacturer narrative:
The system was examined and the tip was partially blocked. However, the handpiece was found to function as intended. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 29, 2015. Based on qa assessment, the product met specifications at the time of release. The customer did not return a I/a tip sample. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause could not be determined. The system was determined to not have contributed to the reported event and was found to meet specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, poor aspiration occurred during irrigation/aspiration (ia) phase. A cannula was used to complete the ia phase. The case was completed without patient harm.